Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited high capture thresholds and the right atrial (ra) lead exhibited failure to capture, high capture thresholds and high pacing impedance. An ra lead fracture was suspected. The rv and ra leads were capped and replaced on (B)(6) 2025. The patient was recovering.